Event description:
Infant born (B)(6) on (B)(6) 2015 and was in nicu. Pt. Transferred to (B)(6) and on (B)(6) 2015 a PICC line was placed at (B)(6) for IV antibiotics. On (B)(6) 2015 infant transferred back to (B)(6) nicu. On (B)(6) 2015 attempts were made to remove the PICC line which had been placed at left ankle area. Resistance was met and warm compress and message was done without success in removing the line. Versed was given to relax infant and vein, along with more message and warm compress with removal unsuccessful. PICC stylet placed and more massage and traction with versed repeated with 3 cm of PICC coming out. Repeat xray showed at mid-thigh. Interventional radiology called and came to bedside. Phlebitis was noted above insertion site. Hub cut and attempt to pass stylet through PICC but unable to pass beyond insertion site. Multiple attempts to shorten PICC and reattempt without success. 3rd xray done prior to cutting PICC at insertion site for surgical removal for evaluation of clot. During this xray the hemostat holding PICC at insertion site was lying on xray cassette, the tech moved the cassette and PICC broke off inside infant below insertion site. Light tourniquet applied and infant transferred to children's hospital where PICC fragment removed by fluoroscopy through right internal jugular vein, without complication.